Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced discomfort at the pocket site and was having difficulty charging the implantable pulse generator (ipg). It was noted that the ipg was moving and perpendicular, tenting the skin. The patient underwent a pocket revision. During battery site revision there was some milky substance noted that was cultured to rule out infection. The battery site was moved down a little lower so that battery lays flat. The ipg remains implanted in the patients body and in use. The patient was doing well postoperatively.

Event description:
It was reported that the patient experienced discomfort at the pocket site and was having difficulty charging the implantable pulse generator (ipg). It was noted that the ipg was moving and perpendicular, tenting the skin. The patient underwent a pocket revision. During battery site revision there was some milky substance noted that was cultured to rule out infection. The battery site was moved down a little lower so that battery lays flat. The ipg remains implanted in the patients body and in use. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Correction to block h6.